Event description:
The customer contact reported the pt received more IV fluid than intended. On an unspecified date and time, the device was programmed to deliver unspecified volume saline, for a duration of 1 hour, and the delivery was started. No further programming parameters were provided. The customer contact reported that 40 minutes after the delivery was started, the delivery was complete instead of the intended 1 hour. There were no reported adverse pt effects. No medical interventions were require. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.